Manufacturer narrative:
Failure to be evaluated and will advise upon receipt.

Event description:
Preparing for pt transfer, leg was placed in support onto leg spar. Healthcare worker pulled perineal post from table and did not slide pt back. The healthcare worker was not sure if leg spar was locked in place. Leg fell to floor and pt fell from table. Pt hit floor hit shoulder and head on ground. A cat scan was ordered, and pt is in ICU on ventilator.